Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the cubies were failed to open. The customer stated that no delay, but this malfunction occurred when user trying to dispense the medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the cubies needed to be replaced. The technical support specialist had customer tap on the lid while using retry button which made cubies to open. Tss provided updates of cubies that needs to be replaced and provided the item details and bin numbers to customer and confirmed that the customer resolved the issue, and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.